Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post ventricular pace (vp). Reprogramming was done but the oversensing persisted. Further reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.